Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12 - 24/98 f/u account visits, sample evaluations and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilities re-infusing their donors and changing to another anticoagulant bag without incident to their donors. Specific to this report: a customer reported, via baxter fenwal division complaint log, of a 250 ml anticoagulant bag depleting without a check 230 alert. Air purge with excess air in the reservoir alerted the operator. The air was flushed. The procedure, which was almost finished when this occurred was completed. The donor left in good condition. A f/u telephone conversation with the customer, by fenwal cqa, identified that this facility was not aware of the march 3, 1998, recall letter. One was immediately faxed to the customer following the phone conversation.